Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and externalized conductors were observed on the lead via x-ray. A new lead was implanted.